Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The surgeon said he had a patient that he used a barbed suture for the cuff closure and that post-op the suture came loose. The patient is doing well. The surgeon could not recall the exact configuration, but believed it to be a size 0 with either a CT-1 or v-34 needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was reoperation necessary to remove the suture and re-close the wound? Surgeon did not reoperate. Was the suture trimmed in physician¿s office? Surgeon did not say that he trimmed it. Was the suture removed in a routine post-op procedure? Surgeon said he left things as they were for now. Was the suture removed in a reoperation procedure? Surgeon did not reoperate. Was there any adverse consequence associated with the patient? Surgeon did not bring any adverse consequences to my attention. Could you please confirm which configuration was used? The surgeon couldn't confirm. The following information was requested, but unavailable: did wound dehiscence occur? Please provide the lot number. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.